Event description:
The report received from the sapphire study indicated that three (3) days after the index procedure for precise carotid stent placement, the patient experienced an ischemic stroke. The pt had a precise 9 x 40 mm stent implanted in the ostium of the left internal carotid artery (lica) during the index procedure. The event was characterized by sudden onset, right sided hemisparesis and amurosis fugax (transient monocular visual loss). The pt's recovery was partial with minor residual. The even twas reported to be related to the cordis device/procedure and had an unknown relationship to the pt's anticoagulation.

Manufacturer narrative:
The pt was reported to be asymptomatic for the index procedure. The lica target lesion was reported to be: ostial, 20 mm length, 5.0 mm vessel diameter, an 85% stenosis, mild calcification, mild tortuosity, and eccentric. The lesion was predilated. An angioguard 5 mm embolic protection device was used for the procedure. The residual stenosis was 20%. The pt did not have any neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was discharged the day after the index procedure. The pt was seen in follow-up at the thirty-day period with no problems reported. The device remains implanted in the pt and is not available for inspection. Additional information will be submitted within 30 days upon receipt.